Event description:
During an emergent procedure there was a difficult stick - in the process, the resident had opened two central line trays. When he went to use then second, he realized he had inadvertently left the first wire guide in the pt. He had to go back and retrieve the wire guide.